Event description:
On (B)(6) 2012, patient reported she was recently released from the hospital because she went into dka. Patient stated her blood glucose level is very erratic and she will no longer be on pump therapy. Patient reported she is used to her blood glucose level dropping as low as 18 mg/dl and going as high as 600+ mg/dl. Patient stated during these times she will still feel fine. Patient reported that prior to being hospitalized, the doctor adjusted her basal rate to under 1.0 unit of insulin per hour because she kept going too low. Patient stated after her basal rate was adjusted, she began to experience elevated blood glucose levels. Patient reported that on (B)(6) 2012, the day she was hospitalized, her son called the ambulance because her blood glucose level was over 600 mg/dl. Patient stated she was still conscious and felt fine. Patient reported she was taken to the hospital and admitted and given an insulin IV drip. Patient stated the doctor took her off of the infusion device. Patient reported that once she was taken off of pump therapy, her blood glucose level rose to over 1800 mg/dl while she was still on the IV drip and was told she went into dka. Patient stated she does have a normal blood glucose range because her blood glucose level is constantly fluctuating. Patient reported she was released from the hospital 3 days later and has not gone back on pump therapy. Patient stated she is currently on injection therapy, but has still been unable to get her blood sugar to come down. Patient reported her blood glucose level at the time of the call was still running in the 300's mg/dl range. Patient stated the infusion device has worked fine. Patient reported she will remain on injection therapy for now, but may return to pump therapy at a later time. No product return was requested.